Event description:
It was reported that an error message occurred during procedure. An angiojet xmi catheter was selected for use for a thrombectomy procedure in the popliteal artery. When the physician attempted thrombectomy in the artery, the console displayed an error message "check kinks" and the catheter only did about 20 more pumps. The physician removed the catheter from the patent and used another angiojet xmi catheter to complete the procedure. There were no patient complications reported and the patient's status post procedure was fine.